Event description:
Event description per medwatch: medtronic received information that prior to implant of a transcatheter bioprosthetic valve, trace mitral regurgitation was observed. During insertion of the non-medtronic guidewire (safari), the tendon chord in the posterior apex of the mitral valve was cut by guidewire resulting in moderate mitral regurgitation. No treatment was provided. No additional adverse patient effects were reported. Disclaimer statement: this report reflects info received by FDA in the form of a notification per 803.22 (b)(2).

Manufacturer narrative:
The device was not returned for evaluation at the time of this report; therefore, no visual or physical evaluation of the product could be performed. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates the production operators are instructed to 100% visually inspect for any obvious defect prior to shipment. As indicated in the device instructions for use (dfu) warnings section: ·monitor wire position throughout the procedure for proper placement of the curve and distal tip. ·when advancing or removing the guidewire, always use fluoroscopic guidance with radiographic equipment that provides high-resolution images. Never position the guidewire blindly, as this may result in misplacement, dissection or perforation. ·never advance the guidewire against resistance without first determining the reason for resistance under fluoroscopy. Excessive force against resistance may result in damage to the catheter or vessel/organ. Care should be taken when advancing the guidewire after device deployment. ·the wire should only be introduced into or withdrawn from the ventricle through a catheter already positioned in the ventricle. ·the curve of the safari2 guidewire should be constrained with in a catheter during insertion into or withdrawal from the body or treatment site. As indicated in the device instructions for use: 1.ensure a catheter is appropriately placed in the ventricle or other intended treatment area. 2.carefully remove the safari2 guidewire, from the hoop by grasping the proximal end of the j-straightener separating the straightener from the hoop. 3.after inspection of the safari2 guidewire, advance the j-straightener over the distal section of the safari2 wire to straighten the curve. 4.insert the safari2 guidewire into the hub of the catheter with the aid of the j- straightener. 5.carefully advance the distal tip of the safari2 guidewire into the lumen of the catheter. 6.remove the safari2 guidewire j- straightener by withdrawing it over the length of the safari2 guidewire. 7.advanced the safari2 guidewire through the catheter under fluoroscopic guidance. 8.confirm safari2 guidewire curve position to assure safari2 guidewire placement and stability. 9.maintain wire position while tracking or advancing a catheter or device over the wire. 10.to remove the guidewire from the treatment area: a.a catheter must be advanced into the treatment area over the safari2 guidewire prior to withdrawing the wire. B.the safari2 guidewire is pulled back completely into the catheter. C.the safari2 guidewire may then be withdrawn from the catheter. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that clinical and/or procedural factors may have contributed to the event. Valve complications is a known potential adverse event and is listed in the safari2 device instructions for use (IFU). The procedure date is unknown at the time of this report. The best estimate of the event was documented as june 12, 2024, which was the date documented on the voluntary medwatch report. Multiple sections of this report are blank due to the limited information provided. The lot number for the device was not provided; therefore, section d could not be completed, including the UDI number. An attempt to gather further details was made; however, per the distributor, this complaint was received via medwatch and no information regarding upn, lot number, healthcare facility, physician, date of procedure, is available. Without an identified healthcare facility the distributor is unable to seek additional information. The initial reporter asked to remain confidential. Should additional information be received, a follow up medwatch report will be submitted.